Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported positioning failure (leaflet grasping and leaflet capture) appears to be related to patient morphology/pathology and procedural factors. The cause of the reported tissue injury appears to be related to procedural factors. The reported patient effect of tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtr was advanced within the patient. The clip was unable to grasp and/or capture the leaflets. Multiple attempts were made unsuccessfully, during the third attempt of grasping the leaflets it was identified that it caused damage to the leaflets. The mitraclip was removed from the patient and the procedure was discontinued without implanting any clips. The final mr remained at grade 4. There were no clinically significant delays reported.